Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Manufacturer narrative:
One used kcfn sheath was returned for eval. A review of the complaint history, device history record, quality control (qc), trends, a functional test and a visual inspection of the complaint device was conducted for the purpose of the investigation. Final inspection for check-flo valve assembly per quality control requires 100% inspection to confirm security of fittings. The disc must be clean and free of debris and correctly positioned in cap. Each valve assembly is also leak tested by performing an air pressure test on 100% of each order received. Detection activities have been conducted and a definitive root cause is difficult to determine. A combination of the occurrence of harm, the severity of the harm and the detection activities to detect or prevent that harm, are used to determine the risk associated with a failure mode. A risk priority number (rpn) is generated and this risk is compared to establish criteria to determine risk acceptability. We will continue to monitor for similar events and have notified the appropriate personnel of this event. Per the quality engineering risk assessment (qera), the addition of this event does not change the conclusion that the risk remains acceptable and no add'l action is necessary for this product family and failure mode; however, due to previous reports of this nature, ongoing valve leakage investigation is being conducted through previously initiated measures.

Event description:
During a pci via radial artery procedure, when the sheath was inserted (initial radial artery puncture), the valve of the sheath was leaking blood (1820334-2015-00134). This was replaced with a second sheath; which also leaked blood (1820334-2015-00135), necessitating a need to replace with a third sheath in the other (left) radial artery in order to continue with the procedure. Additional information provided by the rep (B)(6) 2015: the sheath was seen to be leaking blood through the valve immediately post insertion, after the removal of both the inner dilator and access wire. The blood was leaking in a pulsatile squirt rather than just a drip through the valve. The operator attempted to aspirate blood through the side arm of the sheath, and it was noted that air was being drawn in through the valve during this aspiration by the appearance of frothy bubbles around the valve area. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.